Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ECG parameter turned off on its own. At the time of the alleged malfunction, the device was being used for clinical monitoring. The patient coded.

Manufacturer narrative:
The cause of the issue is unknown, but will be considered as a malfunction of the monitor. The director of the clinical engineering center confirmed that the device was not a factor in the patient death. The customer wanted help in determining whether or not the ECG parameter turned itself off or if someone turned it off accidentally. Logs were requested but were not provided for review. No further information was provided for investigation, therefore philips is unable to determine the cause of the issue. The customer biomed turned the ECG parameter on to solve the reported issue.